Event description:
It was reported by the sales rep that during a lap nephrectomy procedure, the device was used for a very short time and stopped working, tried a new handpiece and still did not work. Do not know what error code appeared on the gen04. Finished with a second ace36p. No patient consequence. One device returning, 1 replacing.

Manufacturer narrative:
The ace36p device was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the contacts were in good condition. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was hand piece and the instrument.